Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was reached 540 mg/dl and 560 mg/dl. Customer treated their blood glucose with a bolus. The customer declined to check for the presence of leaks and air bubbles during troubleshooting. It was also found the insulin pump did not pass a high pressure test during troubleshooting. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer declined to return the product for analysis.